Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.

Event description:
It was reported that the device had set-screw problems. The device was attempted and not used. No patient complications have been reported as a result of this event.